Event description:
It was reported the patient presented to hospital due to hearing the patient alert on the device. It was observed the right ventricular lead defibrillation and superior vena cava impedance values were high. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: performance data were collected from the device and analyzed. The maximum superior vena cava and active can impedance values vary between an approximate baseline of 60 ohms to greater than 250 ohms between the weeks ending (B)(6) 2013. An out of threshold subthreshold lead impedance alert was recorded on (B)(6) 2013. (B)(4).